Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6)2023. The patient reported that after inserting the sensor she woke up the next morning and fainted. She reported that her blood sugar was 600 mg/dl. When she checked it manually and her phone showed "sensor failed". She stated because of this error, the device did not alert her while she was asleep. Her mother helped the patient but there was no information as to what kind of help the mother provided. The patient reported she did not take any medication for this event and at the time of the report she was feeling fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.